Event description:
According to the physician, he was unable to "turn" the cord when he went to attach it. Another instrument was opened and the procedure was completed without incident. FDA safety report ID# (B)(4).